Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not complete.

Event description:
Device issue: material rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that the balloon catheter did not inflate properly. When it was pressurized to 8-10 atmospheres contrast could be seen leaking out of the balloon. The device was removed from the patient without an issue. Reportedly, there were no patient effects. No additional information was provided.